Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The device history records for tibial component were reviewed and no deviation or anomalies were identified. This device is used for treatment. Primary operative notes confirm the patient underwent left total knee replacement due to degenerative arthritis. With the trialed components, the knee was carried through a range of motion and was found to be good with good tracking. Rotational alignment was also found to be good. Final implants were all cemented into place, range of motion, tracking, and stability were checked again and were found to be good. Patient had full extension and excellent flexion. Revision notes received confirm that the patient underwent left total knee replacement due to loose tibial component. Examination of the femur revealed that it was rotationally correct, according to the epicondylar axis. The all poly patella was in excellent position without any evidence of misalignment. Left tibial component was examined and was found to be grossly loose and was removed. Zimmer biomet implemented a corrective action in april 2010 regarding the use of the mis tibia. While a cause for this specific clinical event remains unknown, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a corrective action in april 2010. A field action was conducted on april 19, 2010 in which zimmer biomet strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. FDA recall (B)(4) contains the related tibial lot number. The device in question was not implanted using a drop-down stem extension; however the implantation of this component precedes the field action date.

Event description:
It is reported that patient was revised due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the components is unknown. It is not suspected that the product failed to meet specifications. This device is used for treatment. The investigation could not verify or identify any evidence of product contribution to the reported problem. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.